Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn less than one hour.

Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed first and second priming sequences as well as delivered pulses before it was deactivated at pulse 65. The needle mechanism was inspected and no damages or abnormalities were observed that could cause the needle to not deploy. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. No damages or abnormalities were observed that would result in a needle mechanism failure, a root cause for the reported event could not be determined.